Manufacturer narrative:
(B)(4). Batch history review: a batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Another similar complaint has been reported on this batch of needles by the same end customer (9612452-2019-00073). Investigation: 21 unused needles from the same batch were received for evaluation. The safety mechanism of 5 needles was tested, and it could be activated without any difficulties. The activation forces are compliant with the specification. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Conclusion: based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned devices met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. This report is being filed for an item number, 4447007, that is not sold in the united states, however a similar item, 4447007-02, is sold in the united states by b. Braun medical, inc.

Event description:
As reported by user facility (in (B)(4)): safety plate dysfunction.